Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump with an occlusion alarm was not confirmed nor reproduced during product evaluation. The root cause was not identified. No repairs were made to fix the reported condition. A service history review was performed revealing this pump has previously been sent to baxter for service that was related to previously reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported an infusor pump with an occlusion alarm. According to the facility, the event occurred during programming/set-up during biomedical testing. This may have been a false occlusion alarm. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.